Manufacturer narrative:
The device was being set up for use with no delay to therapy at the time of the event reported. The reported issue was found outside of clinical use. Therefore, this complaint no longer meets reportability requirements. The field service engineer (fse) confirmed the unit was showing primary alarm fail and the log had ec 1102, crossed checked by swapping the two speakers. One of the speaker¿s failure was confirmed. The faulty speaker was replaced and the device was placed back into service.

Manufacturer narrative:
Date of report: 29sep2021. Initial reporter name and address: (B)(6).

Event description:
It was reported to philips by a customer that the device¿s primary alarm failed. They cross checked with another speaker. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.